Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a p120h holmium console with laser settings of 1.2 joules, 35 pulses per second (pps), 8 - 42 watts, and 0.09 kilojoules. According to the complainant, during the procedure, the laser fiber body broke in half inside the working channel of the scope. There were no fiber fragments that fell inside the patient. Additionally, the physician's finger was burned and no treatment was done to the burned area. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury or adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a p120h holmium console with laser settings of 1.2 joules, 35 pulses per second (pps), 8 - 42 watts, and 0.09 kilojoules. According to the complainant, during the procedure, the laser fiber body broke in half inside the working channel of the scope. There were no fiber fragments that fell inside the patient. Additionally, the physician's finger was burned and no treatment was done to the burned area. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury or adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the first piece measured approximately 58 cm from the top of the connector to the break. The second piece measured approximately 174.8 cm from break to break. There was a burn mark at the break. The third piece measured approximately 86 cm from the break which includes the entire distal tip. The returned fiber broke while laser energy was being applied as evidenced by the burn marks at the break. Per the flexiva directions for use (dfu) manual), use of a damaged device may result in severe eye or tissue damage, fire in the treatment room and accidental laser exposure to the treatment room personnel or patient. Therefore, the cause code assigned to this event is known inherent risk of device. The condition of the returned device confirmed that the fiber was broken. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to manufacturing process. Therefore, a review and analysis of all available information indication that the most probable root cause is manufacturing deficiency. There is an investigation to address this issue. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.